Event description:
There was a report of a cgm error 42 occurring with the customer's device. There was no adverse impact to the customer's blood glucose level. The customer received help from technical support, who provided detailed instructions for performing a complete pump reset. After the pump reset, the error did not reoccur, and the customer successfully started their sensor session.